Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to remove the cartridge and attempt a bolus, which was unsuccessful as the alarm recurred. As a result, technical support decided to replace both the pump and the original cartridge. The customer was informed about the procedures for receiving the new pump with updated software and instructed on how to return the problematic pump. Additionally, instructions for putting the pump into storage mode were provided. The customer acknowledged these instructions and will continue using the current pump as backup until the replacement is received.